Event description:
Reference number (B)(4). Event occurred in the united states. It was reported that patient faced infusion set tubing got detached from connector. Blood glucose at the time of event was noticed 280 mg/dl. Patient took correction bolus via pump. Patient replaced infusion set and resumed insulin deliveries successfully. No further information available.